Event description:
It was reported that the per wo evaluation, during first functional check, water did not heat up even after cooling the arctic sun device. The heater has been replaced, and the device works correctly. Per review of wo on 22aug2025, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed heater. The device was evaluated upon receipt. During first functional check, water did not heat up even after cooling the device. The heater has been replaced: the device works correctly. Device passed functional verification test, ctu calibration, est. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed heater. The device was evaluated upon receipt. During first functional check, water did not heat up even after cooling the device. The heater has been replaced: the device works correctly. Device passed functional verification test, ctu calibration, est. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Correction: f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo evaluation, during first functional check, water did not heat up even after cooling the arctic sun device. The heater has been replaced, and the device works correctly. Per review of wo on 22aug2025, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo evaluation, during first functional check, water did not heat up even after cooling the arctic sun device. The heater has been replaced, and the device works correctly. Per review of wo on 22aug2025, there was no patient involvement.